Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Possible models include: advisa and ensura; evera and viva. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:predicted longevity of contemporary cardiac implantable electronic devices: a call for industry-wide ¿standardized¿ reporting. Heart rhythm 2018:1¿8. Doi.org/10.1016/j.hrthm.2018.07.029. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipgs) and implantable cardioverter defibrillators (icds). The purpose of the study was to compare the predicted longevity of current generation implantable electronic devices using best-matched settings to assess differences between brands and models. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports allegations against device longevity. The status of the devices is unknown. No patient complications have been reported as a result of this event.